Event description:
Reporter indicated that vns pt is experiencing an increase in seizures. It was reported that the pt has begun seizing every 60-90 seconds for 12-15 seconds each time. It was reported that the pt's device was programmed to rapid cycling (possibly 14sec on and 1.1min off). Treating neurologist indicated that the pt's condition was fair and that the event was possibly related either to the vns or to the pt's worsening health condition. No intervention is planned or has been taken. Investigation to date has been unable to rule out the vns as the cause of the increase in seizure activity or to determine whether the seizure increase is above the pt's pre-vns baseline seizure frequency.